Event description:
Harmonic ace har36 was opened for case. Once harmonic was attached to cord and tested it was found that shaft would not rotate. The harmonic was disassembled and reassembled with the same result. New harmonic was opened. Case completed. No harm to patient.